Manufacturer narrative:
The lens was returned positioned incorrectly in the lens case. Solution was dried on the lens. Both haptics were in an acceptable folded position. The optic edge had a small torn/split area with lens material missing (not returned). The optic had a small deep scrape mark on the posterior side of the lens. A device history record review and a non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the device master record were met. Associated products were not provided. It is unknown if qualified products were used. The reported lens damage was observed. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met company release criteria. Based on our observation, and the review of manufacturing records, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. Associated products were not provided. It is unknown if qualified products were used. The instructions for use (IFU) instructs company foldable intraocular lenses (iol) are qualified for use with a company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The IFU instructs that a company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The IFU instructs to completely fill the cartridge with ovd immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. The IFU instructs: using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd-filled cartridge. The lens should be inserted until the optic is a little more than half-way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly, causing delivery issues and/or damage. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported an issue that occurred during intraocular lens (iol) implantation procedure. After the surgeon inserted the iol, he noticed a scratch on it. Based on new information provided, the reporter indicated that the plunger felt tight while rotating, which suggested that the iol might not be loaded properly. The reporter also mentioned that the exact orientation of the plunger is unknown, but it was positioned either on top or behind the optic. The surgery was completed by removing the lens in and initial procedure.